Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the device was not working properly. A fluid loss in the balloon was noted. All components were removed and replaced. There were no patient complications.